Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had displayable history crc check failed on startup error and unexpected restart. Unexpected restart was resolved by doing self test. Customer's blood glucose level was 340mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No unexpected restart alarm and no external error alarm noted. Unit was received with displayable history check failed on startup alarm in the history due to corrupted history file. Unit was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and stained address/serial number label.